Event description:
It was reported that the customer had battery cap issues occur with their damaged insulin pump. The customer's blood glucose level was reported at 425 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Damaged battery cap coin slot noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.